Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels and tissue and bone destruction. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. Revision invoice also confirms that an active articulation polyethylene acetabular liner was also implanted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to metallosis, elevated metal ion levels and pain. It was further noted the presence of fluid and synovium. The modular head was removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels and tissue and bone destruction. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. Revision invoice also confirms that an active articulation polyethylene acetabular liner was also implanted during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.